Event description:
It was reported that a 511sd and a 355sd were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the red reset button would not set properly. A new trocar was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device-b. Date sent: 11/10/1998. D5,6; h4: info not available, device not returned for analysis.